Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11-sep-2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 524 mg/dl associated with an alleged power with damage issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital via intravenous fluids and 20u of lantis by a health care provider. The patient is off the pump and using injections. During troubleshooting with customer technical support, it was alleged that the battery compartment was damaged and the battery cap had stripped threads. It was also alleged that there was an intermittent power issue. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power with damage issue.